Manufacturer narrative:
Product and lot numbers not provided. (B)(6). One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned. The actuator is in its post t2 pre-deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause could not be determined. No further investigation is warranted at this time. (B)(4).

Event description:
During a meniscus repair procedure it was reported that the sutures would not slide and stuck out of the meniscus. Both implants were removed from the joint. The red area of the meniscus was being prepared. Another back-up was used to complete the procedure. There was a delay of ten minutes in the procedure and no patient injury was reported.